Manufacturer narrative:
The baxter technician found that the drive lugs that hold on the CPR handle were broken. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for bed articulation, scale, bed exit, surface functions, CPR, pendant controls, foot control, etc. Repair or replace the part as applicable. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on march 20, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the drive lugs and shroud to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that envella bed CPR function was not working while being activated. The bed was located at the account and occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.